Event description:
Customer reported via phone call that they were experiencing both high and low blood glucose. Customer reported blood glucose level of 525 mg/dl, 400 mg/dl and 45 mg/dl. Customer's current blood glucose level was 475 mg/dl. Customer was treated with insulin pump, manual injection and food. Trouble shooting was performed. Customer reported symptoms such as feeling thirsty. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.